Event description:
Caller states the patient tested 4.2 inr on the coaguchek s system and 1.4 inr on a comparison lab. Patient's marcumar dose was increased. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in a foreign country.